Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge dropped suddenly and the customer experienced difficulty charging the pump. The customer's blood glucose was 219 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a different wall adapter for at least 30 minutes. Customer acknowledged. The customer declined follow up to ensure the battery issue resolved.